Event description:
Surgeon reported, "unable to access port during first visit. Port was mobile and had flipped." The rapidport ez was surgical repositioned and sutured to abdominal fascia. The port remains implanted and will not be returned. F/u findings: the surgeon did not have the serial number or the operative report at this time.

Manufacturer narrative:
Rapidport ez strain relief. Medwatch sent to FDA on: 01/11/2012. The reporter of the complaint was return the product for analysis if it is explanted in the future. The device was resutured into place and remains implanted. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a rapidport ez strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. If it is explanted in the future. It was repositioned during the procedure and allergan has not received the product at this time. Therefore no analysis or testing has been done. No add'l info has been reported to allergan regarding the serial number. Device labeling addresses the reported event of displacement as follows: "caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." "Access ports have been reported to be "flipped" or inverted. If you initially see an oblique or side view on x-ray, then either reposition the pt or the x-ray equipment until you obtain a perpendicular, overhead (0 degree) view. Targeting the port for needle penetration can be difficult if this orientation is not controlled." "Caution: the access port must be securely fastened to the pt's rectus fascia with all four of the (B)(4) anchors firmly embedded in the pt's fascia. If this is not achieved, the access port may become loose and inaccessible for post-operative adjustments, thus requiring revisional surgery."